Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (intraperitoneal (ip), one gram in first bag and then every fourth day, duration not reported) and magnova (ip, one gram in first bag and then 500 mg in each exchange, duration not reported). At the time of this report, the patient was recovered from the event and antibiotic therapy was ongoing. Peritoneal dialysis therapy was ongoing. No additional information is available.